Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. Customer's blood glucose level was unknown. Customer reported the insulin pump was in on vibrant mode. Customer reported that the test the audio beep anomaly it failed. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.